Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. On an unreported date, the patient¿s general condition was not good. Treatment for this event was not reported. The cause of death was the patient was elderly and general condition was not good. It was not reported if the patient was hospitalized prior to death. The patient was performing therapy until the time of death; however, it was not reported if the patient was connected to the hc device at the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and the serial number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.